Event description:
It was reported that surgery started out with navio xr, handpiece registered without issues, with a size 5 cylindrical bur on speed mode. Case went smoothly until distal femur bur when switching the screen to exposure mode without changing the guard to an exposure guard. As a result, too much bone was removed from the bur with exposure mode on navio and the speed guard was still on the handpiece. Doctor switched to manual instrumentation once this happened.

Manufacturer narrative:
The device was used in treatment and it was reported that at the distal femur bur stage the user switched the screen to exposure mode without changing the guard to an exposure guard. As a result, too much bone was removed from the bur with exposure mode on navio and the speed guard still on the handpiece. DHR review found that the software version (navio 6.0) has been validated. A complaint history review identified similar event, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint indicates when each control mode and guard should be used. The exposure control guard should be used when in exposure control. We could confirm there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. According to the field report information, the reported use of the guards was incorrect. The purpose of exposure mode is to limit the exposure of the bur by retracting it behind the guard to prevent cutting, while the purpose of the speed control mode is to fully expose the bur art all times. Therefore, if the incorrect guard (speed control guard) is used in exposure mode, the system will continue to allow cutting in all areas regardless of location as it expects. The bur is hidden by exposure guard and the speed control guard does not hide it at all, resulting in the bone being over-resected. It is essential to use the exposure control guard when in exposure control mode. The malfunction was due to user error. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.